Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 9.8 mmol/l. The customer stated that sometimes the act button does not respond to touch. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. The lcd connector was inspected and no unlocked connector noted. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.